Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the caller was told by a colleague that the patient reported their device was no longer working. The caller was unable to provide any further detail or clarification. The caller wanted to know if the patient was eligible for an MRI of the brain. No patient symptoms were reported. No further complications were reported.